Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an intermittent power issue with the pump. The reporter confirmed that the battery cap was secured appropriately, and denied any physical damage to the battery compartment or battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/07/2016 with the following findings: the black box data indicated dates from (B)(6) 2016; the black box data from the time of the complaint was unavailable for review due to continued pump use. A review of the current black box data indicated unexplained reboots occurred on (B)(6) 2016. The pump powered on with the returned battery cap and was exercised for 24 hours with no power interruptions or alarms occurring. The pump cover was removed and no internal defects were found. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.